Event description:
It was reported that the device was used during a laparoscopic roux en y procedure. The trocar was leaking. Numerous attempts were made to try and to stop the leaking, but nothing worked. After a while the insufflator would drop from 18 to 6. A different device was used to complete the case. There was no adverse consequence to the patient. :

Manufacturer narrative:
(B)(4). The analysis results found that one device was returned for analysis. Upon evaluation of the device, the duckbill was found to be slightly open at the slit. In addition, the protector of the universal seal where found out of position. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: were any noises heard such as "whistling" or "hissing"? Hissing. If so, did the 'noise' prevent insufflation? Yes. Was there a drop in pressure? Yes. If yes, did this affect the visibility of the surgeon? Yes. What was the gas consumption rate or volume (liter/minute)? 18 to 6. Were you able to identify where the leak was coming from? Seal system. Was a device inserted in the trocar during the leaking? Yes. If so, what device? Camera, grasper, everything. Was any torque being applied to the trocar or device? Did not influence level of leaking.